Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. There are no similar events reported in the lot. (B)(4).

Event description:
A surgeon reported that hypotony and serous choroidal detachment were observed in a pt on the day following surgery. The complication was treated with medication and the event resolved. No further info is expected.